Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a check clutch plunger lever alarmed during occlusion testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection of the device found tamper seals intact, no external damage. There was evidence of the reported problem recorded in event history log. The reported problem was found at occlusion test. The investigation found that the issue was due to normal wear; parts were over 9 years old. For corrective action the clutch halfs left and right were replaced. The root cause of reported problem was due to normal wear consistent with use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified that this device was last serviced on 11 apr 2022 for an unrelated issue. There was no indication of a service issue during the investigation.

Manufacturer narrative:
Other text: b5: additional information received on 02-sep-2022 via email and attached to complaint object: please provide specific details regarding the incorrect volume ? Not applicable; date of the event: 07/26/2022; did the reported event occur during patient use? - no; if so, please provide: initials/patient identifier, date of birth/age, gender, weigh, ethnicity, race, relevant tests/laboratory data including dates, other relevant history, including pre-existing conditions. Did the event result in patient harm? - no. If so, please explain: was medical intervention required? - no; if so, please explain: what is the outcome of the event? Ongoing, waiting for repair of issue by manufacturer. Concomitant medical products and therapy dates - excludes treatment of event - not applicable. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: corrections: d4: model number 3500; d1: brand name: medfusion 3500 pumps.